Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced issues with one of the cylinders of this inflatable penile prosthesis (ipp) stating it rendered the device non-functional approximately 2 years after implant. The patient reported that they wished for the device to be removed. Despite efforts, no additional information could be obtained.